Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient of unknown age underwent breast prostheses implantation with unspecified mentor gel breast prostheses in 2009 and suffered several unexplained systemic symptoms, including fatigue, brain fog, hormonal imbalance, sleepless nights, memory loss, weight gain, muscle pain, hands stiffening, low libido, heart palpitations, tingling in legs and hands, puffy face, and breast pain. The patient was diagnosed with hashimoto¿s and is taking medication for it. The patient also noted she was diagnosed with epstein barr virus and has recently developed night sweats. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient reported she plans to have the devices removed. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.